Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for dislocation / spin-out with involuntary relocation. Event is serious and related to both device and procedure. Doi: (B)(6) 2007; doe: (B)(6) 2007; (left knee).

Manufacturer narrative:
Please disregard this medwatch as it was submitted in error. This product is not reportable. At this time, no revision / no serious injury has occurred.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.